Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.4.hardware: iphone16.2.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that they felt the cannula coming out however they noticed that the pink slide did not move forward and not able to see the cannula through the window. The pod was worn longer than 48 hours. No impact to the patient's glucose level was reported.